Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 20-30 mg/dl; cause was not known. Reportedly, customer was in the hospital for a non-diabetes procedure, and hospital staff administered a dextrose saline drip to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer reverted to manual injections for insulin therapy.